Event description:
Event verbatim [preferred term] burning my back/my skin would peel [thermal burn]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient (age: 55; units: unknown) started to receive thermacare heatwrap (thermacare lower back & hip) on (B)(6) 2017 at an unspecified frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The consumer reported in the past when she wore thermacare too often, her skin would peel in 2017. She was probably burning her back in 2017. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the events was unknown. According to product quality complaints: severity of harm was s3. The sample status at the site was not received. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No follow-up attempts are possible. No further information is expected. Follow-up (28oct2019): no follow-up attempts are possible. No further information is expected. Follow-up (19mar2020): new information from product quality complaints includes: updated suspect (to thermacare lower back & hip) and investigation results. No follow-up attempts are possible. No further information is expected., comment: based on the information provided, the event of "burning her back" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Severity of harm was s3. The sample status at the site was not received. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burning my back [thermal burn] , my skin would peel [skin exfoliation] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient (age: (B)(6); units: unknown) of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap) on (B)(6) 2017 at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The consumer reported in the past when she wore thermacare too often, her skin would peel. She was probably burning her back in 2017. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the events was unknown. No follow-up attempts are possible. No further information is expected. Company clinical evaluation comment based on the information provided, the events of "burning her back" and "skin would peel" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burning her back" and "skin would peel" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.